Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards field clinical specialist, during valve deployment of a 26mm s3 ultra valve in a 27mm non-edwards surgical valve, the balloon of a 26mm commander delivery system ruptured at 90% inflation. When trying to remove the balloon, it got stuck in the tip of the sheath requiring the sheath and balloon to be removed together. During removal, resistance was felt when coming out of the arteriotomy. This led to loss of hemostasis at the arteriotomy. Vascular surgery and peripheral stenting was required to fix the torn arteriotomy. This was a valve-in-valve with minimal calcium.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation. The complaints for balloon burst and difficulty or inability to withdraw system through sheath was unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. No manufacturing non-conformance was identified during the review of the manufacturing records. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, "the balloon of a 26mm commander delivery system ruptured at 90% inflation. When trying to remove the balloon, it got stuck in the tip of the sheath requiring the sheath and balloon to be removed together. During removal, resistance was felt when coming out of the arteriotomy. This led to loss of hemostasis at the arteriotomy. Vascular surgery and peripheral stenting were required to fix the torn arteriotomy". Additionally, it was a valve-in-valve (viv) intervention and there was calcification quantified as minimal. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigation are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.